Event description:
Mobi-c p&f us : implant position incorrect. Surgeon implanted the disc and the positioning on the a/p was shifted laterally. He did not like the positioning, so he removed the implant. Implant was discarded by the hospital . No harm to the patient. Another implant of the same size was used to complete the surgery. The exact lot of the related device was not provided by the reporter . Although , several attempts were made to collect additional information on the event . No answer received.

Manufacturer narrative:
The product was disposed of at the hospital. Therefore, no product evaluation could be performed. The reporter was contacted several times to collect more information about the event without success. More particularly, clarification about the implant lot number reported for this event was requested. Yet, no information was received. From the information provided based on the product history records and the recurrence of this type of event for this product, there is no evidence of a product issue. Lack of provided information prevents to determine the root cause of this event. If additional information was received that add a value to this case , another report will be sent .

Manufacturer narrative:
Information provided don't allow to know if product complaint was : - mb3555 lot 5286343 / expiration date : 1 févr. 2022 / device manufacture date : 17 mars 2017. - mb3555 lot 5287474 / expiration date : 1 mars 2022 / device manufacture date : 30 mars 2017. For both product, the review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Device not returned.

Event description:
Mobi-c p&f us : implant position incorrect dr. (B)(6) implanted the disc and the positioning on the a/p was shifted laterally. He did not like the positioning, so he removed the implant. Implant was discarded. No harm to the patient. Another implant of the same size was used to complete the surgery. Clarification are needed about this case to know which implant was removed. Additional information was requested but without answer yet.